Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and early battery depletion was suspected. It was also reported that the right atrial (ra) lead thresholds were high and the device output was programmed high. The lower rate limit was adjusted and the patient now paces less than one percent of the time in the atrium. The device was explanted and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.